Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device generated the reported device failure; no other device failure was logged around the date of event. As a result the device performed a restart, after which the ventilation was continued. The root cause for the failure is a temporary deviation in the electronics system which was solved by the restart of the device. In case the device detects a technical deviation within the electronic system, a software-controlled restart is initiated in an attempt to solve the issue. During this restart the pneumatic system opens which reduces airway pressure to ambient pressure and allow for ambient breathing. Additionally, a visual and audible alarm of high priority is generated. After approximately 12 seconds the savina 300 continues ventilating the patient with the last settings in case this system-reset has solved the original deviation.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted error 99.0095 during patient use. No patient consequences reported.